Event description:
Subsequent to the initially filed report, additional information was received stating the sgc was not suspected to have cause or contributed to the pericardial effusion (pe), but it was unable to confirm. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported pericardial effusion (pe) cannot be determined. The reported pe, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report pericardial effusion requiring intervention. It was reported that on january 10, 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. A mitraclip xtw was implanted and the procedure was completed. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. Three hours post procedure, the patient developed pericardial effusion. A pericardiocentesis drain was placed, and 800ml of fluid was removed from the pericardium. It was noted that the clip was stable on both leaflets. According to the physician the cause of the pericardial effusion cannot be determined but it was suspected that it may be related to the transseptal puncture. No additional information was provided.